Event description:
The reporter stated that the surgeon attempted insert a aq2010v three piece silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No pt contact or injury. The reporter stated that when the lens was ejected out of the cartridge, the injector was difficult to twist causing the haptic to tear off.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic was torn off and missing. The cartridge was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.